Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited high impedance measurements approximately one and a half months after implant.